Event description:
The healthcare professional reported that the patient presented with a right conical artery aneurysm with stenosis underwent an endovascular embolization procedure. During the procedure, the first stent, a 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800 / 9664726) was impeded in the proximal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be advanced further. The physician retracted only the stent alone, but the stent component was found detached from the delivery wire in the microcatheter. The physician used other devices to remove the first stent and replaced it with a second stent which was successfully implanted. A third stent followed and was successfully implanted. During the delivery of the fourth stent, a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 9682206), the stent became impeded in the proximal end of the microcatheter and could not be advanced further. The physician retracted only the stent and replaced it with another stent (competitor brand) to complete the procedure using the same original microcatheter. There was no negative impact on the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9664726. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As documented in the event description of the complaint, the stent component was observed detached from the delivery system. The delivery wire and the introducer were in good condition (i.e., no kinks, bents, or elongations). Microscopic inspection was performed on the stent component. A bent strut was observed. No other damages were found on the stent component. The reported issue regarding the stent being impeded in the proximal end of the microcatheter is confirmed based on the bent condition of the stent. This damage suggests that the enterprise system may have been inadvertently moved during the attempts to advance or retract the stent from the microcatheter, where push / pull force could have been sufficiently to disengage the stent and ultimately led into device damage, rendering the device unusable. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9664726. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following caution and recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 18-sep-2025. [Additional information]: on 18-sep-2025, additional information was received. Per the information, the first stent was the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800 / 9664726). The lot number of the concomitant prowler select plus microcatheter was 31577269. A continuous adequate flush was maintained through the microcatheter. Regarding the first stent that reportedly prematurely detached, there was no damage observed on the stent / stent delivery system when it was removed. The information indicated that the fifth stent was from a competitor. There was no clinically significant delay in the procedure due to the reported issue. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 22-sep-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.